Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of a broken tip was confirmed. An assessment of the external features of the device was performed using 40x magnification and it was observed that the tip of the cutter was broken. It was determined that the assignable root cause of this condition was excessive lateral or side to side force. This is further defined as misuse, abuse, and user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Phone number extension: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a unicondylar knee replacement surgical procedure, it was observed that the burr device was broken. It was reported that there was a few minutes delay (delay time not specified) in the procedure and an unspecified spare device was available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.